Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading was 58 mg/dl while their blood glucose reading was between 80 mg/dl to 140 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.